Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer complained that the plastic clip of patient support for stitching slipped out of position and the foot board dropped down and hit the foot of operator. Operator suffered a fracture of one big toe.

Manufacturer narrative:
Int. Ref.: (B)(4). The digitaldiagnost is a direct digital radiography system with flat detector technology based on modular components to allow for customization for all radiographic applications and workload requirements. The patient support for stitching is an accessory that allows the examination of full leg or full spine with the patient standing upright. For easy use, the patient support for stitching has wheels and a folding footboard. The footboard is connected to the frame via two hinges and has to be folded up and fixed by a hook (plastic clip) for transportation, e.g. From one room to another. Philips field service engineer confirmed that the footboard dropped down while the stitching stand has been moved. The hook has been fixed securely and he did not find any damage on the hinges or the hook. The hook has released unintentionally during transport. The cause of the issue points therefore to a use error (hook not fastened correctly before transport of the stitching stand). Philips field service engineer installed an already initiated field safety corrective action (fco 71200185) for the patient support for stitching which contains improvement of hinges and an additional brake cylinder. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.